Manufacturer narrative:
During evaluation, the service technician performed ibp testing using a patient simulator and confirmed that the device measured more than 5 mmhg under the 200 mmhg setpoint. The findings were consistent with a malfunction of the pressure board and/or connector block. Further investigation determined that the pressure board required to implement the repair is end of life (eol) and no replacement parts are available. As a result, the device could not be repaired and was returned to the customer unrepaired.

Event description:
During testing of the returned device at bench repair the technician identified that the invasive blood pressure is reading more than 5 mmhg under the 200 mmhg setpoint when a patient simulator is connected. The device was not in use on a patient at the time of the event, there was no patient involvement.